Event description:
In 2005, a pt underwent successful repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Routine follow up CT studies demonstrated a small proximal type I endoleak without graft movement from its original placement. In 2006, the endoleak was successfully treated endovascularly with the placement of an aortic extender component. The pt tolerated the procedure well and was discharged home the following day.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.